Event description:
The customer reported via phone call that their insulin pump had a buzzing noise during a rewind. The customer also reported insulin squirting out during a manual prime when the act button was released. Customer's blood glucose was 148 mg/dl. It was also found the customer received a motor error alarm while troubleshooting for their prime issue. The customer could not recall any significant events leading to the alarm. Customer stated they dropped the insulin pump in the past. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump alarmed compromised force sensor system during prime test due to loose/tilted drive support disk. The insulin pump was received with cracked case at display window corners and reservoir tube lip. The insulin pump was received with minor scratched lcd window.